Event description:
It was reported that there was a problem with the patient programmer (pp) that started over a month ago prior to the report. The patient had tried three different sets of batteries and the pp was extremely hot, and the batteries would get hot inside the pp. It appeared to have occurred through product use. No patient harm reported. It was also reported that the battery inside him was burning him and got hot inside of him when he used the programmer antenna to make programming changes. The patient stated the ins had always poked out, but since it poked our more about a month ago, he had the burning sensation at the implantable neurostimulator (ins) site. The patient had stopped using stimulation since he got the burning sensation. There was no known accident or incident related to this. The patient¿s status was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).